Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined this device performed as described in the field action. Concomitant medical products: 419488 lead, implanted (B)(6) 2010; 407645 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient had their device interrogated while in the hospital for an unrelated event. Stored device data revealed that a care alert had occurred about a month prior due to a high impedance reading on the superior vena cava (svc) defibrillation portion of the right ventricular (rv) lead. The following day the svc impedance was recorded to be lower and then subsequently returned back to normal, baseline values where it remained. The impedance on the rv defibrillation portion of the lead had remained stable throughout. It was noted that the patient had not had a recent follow up and did not have a physician who followed his device. The lead remains in use. No patient complications have been reported as a result of this event.